Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor was fractured; full lead was returned for analysis.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Sensing difficulty was also reported. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event. An attorney alleges the patient suffered physical and other injury, experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. The attorney also alleges the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and mental anguish, and the patient suffered physical injuries and various physical manifestations of emotional distress. Lead failure and defective lead also alleged.